Manufacturer narrative:
The technician could not adjust the brakes and found the brake cable was stretched. The technician replaced the brake mechanism block to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the brake casters were not holding in brake mode. No injury reported.